Event description:
A malfunction alarm was reported, identified by the malfunction code malf 12. The customer did not experience any adverse impact to their blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the issue reappeared.